Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2022 with reported flow their device history up to 10-11. Pump speed remained 9600 rpm. Pulsatility index (pi) dropped occasionally, pump power was seen at up to 9.3 and as low as 1.4. No new symptoms were reported. The patient's most recent lactate dehydrogenase (ldh) was 306 u/l as of (B)(6)2022. Their international normalized ratio (inr) was 2-3 within the therapeutic range. A review of the log files revealed several power/flow fluctuations on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022-(B)(6) 2022. The pulsatility index (pi) was found to be trending upwards. Additionally, several atypical power cable disconnect events were found.

Manufacturer narrative:
Manufacturer's investigation conclusion elevated power and flow events were confirmed in the evaluation of the submitted log files; however, a specific cause for these events cannot be determined through this evaluation. The submitted log files captured four elevated power events ranging from 9.2-9.3 watts on 15mar2022 and 16mar2022. The estimated flow reached 11.0 lpm during these events. Prior to and after the elevated flow and power events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. The account reported that the patient experienced elevated powers and flows. Their most recent lactate dehydrogenase (ldh) was 306 on (B)(6) 2022, and their international normalized ratio (inr) has remained therapeutic 2-3. The account planned on checking their labs again. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU, rev. C, provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 18aug2017. No further information was provided. The manufacturer is closing the file on this event.